Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The patient stated that when he sits down and stand up from a hard surface, he tends to leak only a drop or two. The patient was asked if he possibly was sitting on the pump causing the leakage and he stated that he does not think that was the problem, and that he could feel the cuff wrapped around his urethra. The patient stated that there was some muscle implanted around the urethra during his procedure and he was most likely going to need to get a second device, but he had not brought this issue up to his physician as he was more than satisfied with the aus.